Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely depressed sodium result generated on the alinity c processing module for one patient. The following data was provided: initial result = 116 mmol/l, repeat = 138 mmol/l no impact to patient management was reported.

Event description:
The customer reported a falsely depressed sodium result generated on the alinity c processing module for one patient. The following data was provided: initial result = 116 mmol/l, repeat = 138 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
Alinity c processing module, serial number (B)(6) was evaluated. It was noted that there was an obstruction in the nozzle c4 #1, #4, #5. Cleaning of the nozzle c4 #1, #4, #5 resolved the customer reported event. The instrument service history review revealed no additional complaints associated with the customer reported event. A review of tracking and trending did not identify a trend for the alinity c processing module, serial number (B)(6) or nozzle c4 #1, #4, #5 with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and was found to address the reported event. Based on the available information, no systemic issue or deficiency was identified for the alinity c processing module, serial number (B)(6) & nozzle c4 #1, #4, #5.